Manufacturer narrative:
H3, h6: one device was returned for repair for a force sensor bridge error. The force sensor bridge error was confirmed when viewing the alarm history log as well as an error for a "motor drive phase b post." To rectify the issue the manufacturer representative replaced the stepper motor, along with plunger case assembly due to cracked case, barrel clamp assembly, carriage, lead screw, clutches and position potentiometer. The system was then recalibrated, and all functional testing performed confirming the pump¿s operability. The pump had version 1.6.5 and standard library configuration installed. The preventive maintenance date was set as well as time and date of the pump to the customers region. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported there was a force sensor bridge error, and the device needed 1.6.5 software. There was unknown patient involvement, and unknown signs or symptoms.